Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor roller guides of the 2008t machine came loose and damaged the (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up from the user facility charge nurse. The blood leak was observed 45 minutes prior to the completion of treatment. The machine alarmed with an arterial pressure alarm. The leak was visually observed by the staff. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient did not experience a serious injury or require medical intervention. The patient was transferred to a different machine where treatment was completed with new supplies. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; the alleged event is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor roller guides of the 2008t machine came loose and damaged the (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up from the user facility charge nurse. The blood leak was observed 45 minutes prior to the completion of treatment. The machine alarmed with an arterial pressure alarm. The leak was visually observed by the staff. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient did not experience a serious injury or require medical intervention. The patient was transferred to a different machine where treatment was completed with new supplies. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.